Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet handheld charged but would not hold a charge through a full day, which is inconsistent with expected battery performance. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no alarms, and no medical intervention. Investigation included complaint intake and device replacement logistics. Investigation of this device did not revealed a suspected battery performance degradation in the handheld component, consistent with battery depletion. It was concluded, based on previously established findings for similar reports, that the cause was not a device component failure related to battery performance.